Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patents leads migrating resulting in inadequate stimulation. The patient underwent a lead replacement procedure, and the patient was doing well postoperatively. No device malfunction was suspected. The explanted leads were not returned due to hospital policy.